Event description:
Following angioplasty, the stent was successfully delivered to the target 85% stenosed lesion. However, the physician was able to release only the first tines of the stent; the rest of the stent was not deployed from the delivery system. The device was removed from the patient and another of the same stent was successfully implanted. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the outer body was compressed at 25.0cm from the proximal end and compressed and kinked at several places on its distal shaft. The stent was partially protruding through the outer body catheter distal end. The inner body was found to be compressed at 35.5cm from the proximal end and slightly bent on its proximal shaft. There was a lot of blood in the outer body and the inner body catheters. The stent was deployed with some slight friction, most likely due to the anomalies noted to the outer and the inner bodies. There were no anomalies noted to the stent. Based on the investigation results and the information provided the most probable cause of the stent partial deployment was high friction. The high friction may have led the physician to apply excessive force as demonstrated by the anomalies noted to the device. There is an indication of inadequate flush, as the returned device had a lot of blood. Additional information was received from the user facility stating that continuous flush was maintained; therefore, the definitive cause of the high friction could not be determined. Therefore, a root cause of undeterminable has been assigned to this complaint.

Event description:
Following angioplasty, the stent was successfully delivered to the target 85% stenosed lesion. However, the physician was able to release only the first tines of the stent; the rest of the stent was not deployed from the delivery system. The device was removed from the patient and another of the same stent was successfully implanted. There was no reported clinical consequence to the patient.